Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type catheter extension set leaked. The reporter stated that blood backed up into the line at the y-set and leaked during patient use. The blood leaked into the nurse¿s eye. There was no patient injury or medical intervention to the patient or the nurse. The nurse underwent routine testing and was reported to have been doing fine. No additional information is available.